Manufacturer narrative:
The suspect device was returned to olympus and evaluated. Testing of the returned device found the image was lost due to an imaging component failure. In addition, the cable was noted corroded at the plug connection to the charge coupled device (ccd), the flat ribbon of the ccd was noted corroded and the cable boot was found disconnected due to physical/chemical stress. An air/water leak was found and the cause assigned to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the rubber seal on the camera head was leaking and the image was flickering. This report is submitted due to a report that the image was flickering. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The reported problem occurred during a cystoscopy/ureteroscopy procedure. The intended procedure was completed using another similar device. As reported to olympus, a clinically relevant prolongation of the procedure, causing an adverse health effect to the patient, did not occur. There was no injury to the patient that occurred, associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty charge coupled device unit (ccd) was physical or chemical stress. Olympus will continue to monitor field performance for this device.